Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed no evidence of loss of prime. The black box recorded a loss of prime warning after the pump rewind and showed that the pump was not primed within three minutes of the rewind. During testing, no loss of primes occurred. The force sensor calibration was found to be within specifications. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.